Manufacturer narrative:
A steris account manager completed in-service training with the user facility on the proper use of their atlas transfer carriage and eagle 3000 sterilizer on (B)(6) 2017.

Manufacturer narrative:
The transfer carriage and eagle 3000 sterilizer are serviced and maintained by the user facility. The user facility stated an employee injured her wrist when pushing a atlas transfer carriage into their eagle 3000 sterilizer after it had become stuck. The user facility was unable to confirm which transfer carriage was used at the time of the event. A steris service technician arrived on-site, inspected the user facility's transfer carriages and the sterilizer used at the time of the reported event, and confirmed them to be operating according to specification. The user facility stated the employee most likely did not properly line up the carriage to the sterilizer at the time of the reported event. The atlas transfer carriage operator manual states on page 7 the proper way to load the eagle 3000 sterilizer using the atlas transfer carriage. Page 7 of the operator manual also states "warning - prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." Steris will offer the user facility in-service training on the proper use and operation of the steris equipment. No additional issues have been reported.

Event description:
The user facility reported an employee was injured when loading an atlas transfer carriage into their eagle 3000 sterilizer.

Manufacturer narrative:
The user facility has accepted steris's offer of in-service on the proper use and operation of the steris equipment. The steris account manager has scheduled in-service with the user facility to be completed by the end of (B)(6) 2017. No additional issues have been reported to date.